Manufacturer narrative:
(B)(4).. The device has been requested but not received or evaluation. A supplemental medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4).

Event description:
It was reported a device was leaking blood. The circuit was changed and the new device performed satisfactorily. No reported patient effect. Child is now off of the device and doing fine at home. (B)(4).